Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/01/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure with a thermocool® smarttouch® uni-directional navigation catheter and an electrode of the catheter became loose but did not fall off. The returned device was visually inspected and the electrodes were in good conditions, no damage was observed. In addition, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of the electrode loose could not be determined.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smarttouch® uni-directional navigation catheter and an electrode of the catheter became loose but did not fall off. The catheter was changed and the procedure was completed with no patient consequence. Multiple attempts have been made to gain clarification on this event with no response. However, no further information has been made available. This event is MDR reportable because the risk to the patient is critical due to the potential of thrombus from exposure of internal catheter parts, or due to the risk of complete separation of the tip or tip component.